Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v055961, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v055961, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n295694, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that it was unknown what caused the leads to erode. Both implanted leads looked corroded and no further surgery was scheduled. No problems with the patient had been reported and she was receiving effective therapy.

Event description:
It was reported that there was lead corrosion. The healthcare professional had observed the insulation around the lead had eroded in various places. A surgical intervention was required, the healthcare professional insulated the lead using a codman catheter and silicon glue. Impedance testing was done. The issue was not resolved and the cause of the issue was not determined. Impedances were normal following the procedure. The patient was alive with no injury. No patient symptoms were reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.